Event description:
Ventilator dependent pt's tracheostomy tube was connected to a ballard with convent and a single limb circuit. Pt. Was removed from circuit periodically for circuit change and/or tube change. Disconnecting wedge supplied by bivona not always used. Wedge was not being used for disconnection. Tube was being flexed from side to side and pulled on when extension portion of tube broke. Tube was immediately removed and replaced with no further incident.